Manufacturer narrative:
The root cause of the tachycardia and atrial fibrillation was unable to be determined due to insufficient clinical details. The cause of the fever and inflammation was not determined due to insufficient clinical details. The cause of the major bleed was not determined since product was not returned and insufficient clinical details provided. The device passed all the post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced ventricular tachycardia requiring defibrillation. The patient also had a fever and hypotension. Vasos were given. Oozing from the graft anastomosis caused tamponade within the chest cavity requiring cvor and sutures to be placed. Later, the patient developed a gastrointestinal bleed with ischemic colitis and tarry stools. Systemic heparin was turned off and the patient was transfused blood products.